Manufacturer narrative:
The event site's biomedical engineer reported via email that no repair was necessary on the iabp. It was hooked up to a simulator and tested fine. The iabp was put back into service.

Event description:
The facility registered nurse (rn) called stating that there was ¿no trigger - not able to get an ECG trigger¿ despite changing out the leads x 2 and the patches on the intra-aortic balloon pump (iabp). It did not help. The rn then stated after 30 minutes the ECG trigger just popped up. She was suspicious that it was an iabp issue and will have the iabp sent to biomedical engineer. Changing the patches an additional time, adding ultrasound jelly and bringing the device closer to the heart as a possible trouble shoot was mentioned to the rn as an action item. The registered nurse felt the issue was resolved. The call ended. This event occurred while in use on a patient. No patient injury or adverse event reported. The biomed engineer (be) reached out requesting service on the iabp cs300 (B)(4). This service request is in reference to the previous call made earlier today regarding the inability to obtain an ECG trigger. The be was encouraged to attach the ECG simulator to both pumps to see if an ECG came up. The biomed engineer was satisfied with the information provided.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
The facility registered nurse (rn) called stating that there was ¿no trigger - not able to get an ECG trigger¿ despite changing out the leads x 2 and the patches on the intra-aortic balloon pump (iabp). It did not help. The rn then stated after 30 minutes the ECG trigger just popped up. She was suspicious that it was an iabp issue and will have the iabp sent to biomedical engineer. Changing the patches an additional time, adding ultrasound jelly and bringing the device closer to the heart as a possible trouble shoot was mentioned to the rn as an action item. The registered nurse felt the issue was resolved. The call ended. This event occurred while in use on a patient. No patient injury or adverse event reported. The biomed engineer (be) reached out requesting service on the iabp cs300 s/n (B)(4). This service request is in reference to the previous call made earlier today regarding the inability to obtain an ECG trigger. The be was encouraged to attach the ECG simulator to both pumps to see if an ECG came up. The biomed engineer was satisfied with the information provided.